Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that when the surgeon attempted to seal the mesentery tissue, the seal was not completed and bleeding was noted; even though an end tone, indicating a completed seal cycle, was heard. The surgeon opened another device and completed the procedure without further incident. There was no pt injury.